Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. Analysis was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test, operating currents, self-test, unexpected restart error test, and off no power test due to lcd damage. The unit had a minor scratched lcd window, a missing display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer called to report a broken and shattered display. The customer's blood glucose level was 340 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.